Manufacturer narrative:
Date of event: unknown. Medical device expiration date: unknown. Initial reporter phone #: (B)(6).  Device manufacture date: unknown. Results: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Additionally, bd was unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, however further investigation determined that the product was being used incorrectly.

Event description:
It was reported that when a bd plus plastic c&amp;s preservative tube¿ was unstoppered, urine leaked from the bottom of the tube which appeared to be pierced. There was no report of injury or medical intervention.